Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 25-apr-2024, patient faced that needle was stuck and unable to be removed from the infusion site no further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.